Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt therapy electrodes were non-functional. The cause for the failure was isolated to the distribution node to rear cable pulse and gel fire wires broken at r1 therapy electrode. The root cause for the damaged cable could not be positively identified. No adverse event resulted from the damaged belt.